Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization. No lot release records were reviewed, as the product lot number was not provided. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6.

Event description:
It was reported that the patient had been hospitalized in the ICU (intensive care unit) with since they were unable to activate the pod. The patient's blood glucose levels reached an unknown level. The patient stated that they were feeling fine. The patient was treated with insulin drip, magnesium, and dextrose. The patient was released the two days later.